Event description:
Device serial number is subject to current philips field action (10-02_ symptoms described by customer match issue which is subject of action. (B) (4).

Manufacturer narrative:
Return of device pending - report is being filed due to association with current filed action. (Note -- classification & z # assignment pending.